Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and motor position encoder error. The customer¿s blood glucose level was 114 mg/dl. The customer reported that they had received motor error after changing set and doing a fill cannula. The customer was able to successfully clear the alarm. Customer was able to complete pump rewind. It was reported that the pump alarm history contains an motor position encoder error alarm. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during bolus delivery due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Insulin pump passed displacement test, rewind test, basic occlusion test and prime test.